Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic includes a series of bioburden reduction processes which were designed and validated to inactivate all known fungal or mold species including aspergillus flavus fungus. The system for tissue manufacturing process encompasses a series of bioburden reduction processes, validated to inactivate all known fungal or mold species and validated environmental controlled area to minimize the risk of the introduction of microbial contamination to the process. Pathology findings were received and revealed the internal tissue supporting the valve was severely roughened and was a grayish-whitish coating. The external aspect was also rough with a light gray to white coating. The cut surfaces showed a dense, calcified tissue. Some of the valve tissue was destroyed by the endocarditis. The reported aspergillus flavus fungus is an opportunistic animal and human pathogen causing aspergillosis diseases with incidence increasing in the immunocompromised population. Infective endocarditis due to aspergillus species is an uncommon infection. Without the return of the valve, a root cause for the clinical observation and true source of the infection could not be determined. However, there is no indication that the reported endocarditis was related to the device and/or the manufacturing of the device. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
Pathology findings were received by medtronic and revealed the internal tissue supporting the valve was severely roughened and was a grayish-whitish coating. Heavily degenerative fibrin was also noted in abundance. The external aspect was also rough and with a light gray to white coating. The cut surfaces showed a dense, calcified tissue. Some of the valve tissue was destroyed by the endocarditis. Upon replacement, the patient was placed under specific antibiotic treatment. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that one month and sixteen days following the implant of this pulmonary transcatheter bioprosthetic valve within a pulmonary bioprosthetic valved conduit, re-admission and catheterization intervention revealed severe bifurcation stenosis. A minor distal conduit with a left pulmonary artery fracture and bleed with a gradient of 10 mmhg over this valve was noted. Higher gradients were measured at the right pulmonary artery and left pulmonary artery level. Suspected intima proliferation was noted by growth of intima into the valve. A pre-stent with a clear type 2 stent fracture at the proximal end was noted. One month and twenty-five days post valve implant, this valve was explanted due to the risk of the conduit rupture in case of further dilation; a new homograft was successfully implanted. Pathology revealed thickened leaflets indicating significant immune reaction with granulated surface and mold fungus was grown on the explanted tissue confirmed to be aspergillus flavus. The patient was placed under specific antibiotic treatment. No other adverse patient effects were reported.